Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Correction: d9, h6 (remove 1384).